Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continued to use the device and the issue has resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant site. Device testing was within normal limits. The recipient was advised to cease device use.